Manufacturer narrative:
An event of fracture in loader during implantation was reported. The device was returned to abbott for investigation, gross examination revealed the loader was fractured at the hub. The fractured part of the loader was received in a loaded position inside the hemostasis valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including inspection of loader to verify the product is free of damages and cracks. There are several processes during manufacturing including adapter loader manufacturing process, components cleaning process, inspection process and sterile pack process, where a damage in the hub of the adapter loader can be noticed if it had existed before shipping. The cause of the reported event could not be conclusively determined, however damage noted is consistent with damage during use. There is no indication of a product quality issue with regards to manufacture design or labeling.

Event description:
It was reported that on (B)(6) 2023, a 18mm amplatzer cardiac plug was selected for an implant. During the implantation, the loader broke and was removed from the patient. The patient was hemodynamically unstable throughout the procedure. There was a clinical significant delay. There was no intervention done to treat the unstable hemodynamic of the patient. No serious adverse event occurred to the patient as the result of the clinical significant delay.

Event description:
It was reported that on 14 july 2023, a 18mm amplatzer cardiac plug was selected for an implant. During the implantation, the loader broke and was removed from the patient. The patient was hemodynamically unstable throughout the procedure. There was a clinical significant delay. There was no intervention done to treat the unstable hemodynamic of the patient. No serious adverse event occurred to the patient as the result of the clinical significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.